Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient complained about occlusion at site on (B)(6)2024. Patient replaced infusion set and resumed insulin successfully. No further information available.